Event description:
(B)(4). The pt's attorney alleged a deficiency against this device. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: (B)(4).